Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. Programming changes were recommended.

Event description:
New information received indicates that another instance of post-paced t-wave oversensing was observed through remote transmission after the recommended programming change was made. The patient was asymptomatic. Additional programming changes were made, and no more events have occurred since.